Manufacturer narrative:
This file has been deemed non-reportable.

Event description:
It was reported every time an alaris lvp with a primary saline infusion, primary pitocin infusion and y the two together at the lower smart site alarms. Air in line issue occurs with the pitocin infusion line and when examined there is no air in the line. Alarming only stops when the tubing gets changed. This alarm issue is not limited to one device but happens on most of the devices used. There is no patient information.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported every time an alaris lvp with a primary saline infusion, primary pitocin infusion and y the two together at the lower smart site alarms. Air in line issue occurs with the pitocin infusion line and when examined there is no air in the line. Alarming only stops when the tubing gets changed. This alarm issue is not limited to one device but happens on most of the devices used. There is no patient information.